Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a multiple, intermittent power source alerts after plugging the pump into a wall outlet. Subsequently, the pump battery fully depleted and the pump shut off. The pump was able to be successfully charged after being powered back on. The customer¿s blood glucose was 140(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.